Event description:
It was reported the patient almost had an allergic reaction after the refill (B)(6) 2014. It was noted there was itch, no bluch, increased spasm in upper extremities ¿ue,¿ and reduced effect of lioresal which was 80% of normal. It was noted the symptoms occurred in 1-3 days and disappeared (¿respite¿) after approximately 7 days. It was stated ¿they do not mean it has anything with the pump, but they did not know.¿ the patient status was noted as alive with no injury. It was stated the patient was fine after the lioresal was changed on (B)(6) 2014 and had no symptoms anymore. [This event was previously reported under manufacturer report number 3007566237-2014-01747. All further information will be reported under this report number. It was reported there were severe allergic reactions with itching over the entire body on (B)(6) 2014. It was noted there was hypersensitivity, pruritus generalized, hyperhidrosis, increased perspiration, no rash, increased sensitivity in the under extremities and hyperaesthesia. It was reported there were severe convulsions ¿in under extremities.¿ it was reported the effect was only 80% of what it was before the refill in (B)(6) where it was 100%. It was noted the reaction was reoccurring with 7 day intervals. It was noted the patient had a refill on (B)(6) 2014 and the symptoms disappeared, so the patient recovered on (B)(6) 2014. The pump was used to deliver lioresal.]

Event description:
Additional information received reported a 'medical device replacement' occurred on (B)(6) 2014 but, it was unclear what device was replaced. The resulting outcome of the patient was not reported.

Manufacturer narrative:
(B)(4).